Event description:
This report is 1 of 3 for (B)(4).

Event description:
It was reported that a broken plate and a broken screw were discovered via x-rays during a postoperative follow up visit following a distal tibia fracture procedure. The entire construct, which consisted of a plate and eight (8) screws, was removed from the tibia due to this breakage and a non-union. The patient was revised with a new plate and new screws. No reported surgical delays; procedure completed successfully. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient medical record number: (B)(6). Patient gender is unknown. Additional product codes for this report include hwc. Date of original implant procedure is unknown. Explant procedure date is unknown. Per facility, complainant part will not be returned for manufacturing review. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: september 10, 2013. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of variable angle-locking compression plate (va-lcp) anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications at time of acceptance with one non-conformance report (ncr) generated. It was written for incorrect ¿c of t¿ quantity. The supplier provided a ¿c of t¿ that specified a weight of 2227lbs. The supplier shipped 5303lbs of material. A scar was issued and the corrected c of t¿s were issued by the supplier. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.